Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw mitraclip was prepared per IFU and advanced to the valve. When attempting to deploy the device, during first establishment of final arm angle (efaa) the locking mechanism failed three times. The clips was closed all the way and continuously opened to approximately 25 degrees. Troubleshooting was attempted multiple times but was not successful. The device was removed and a replacement xtw (lot: 31018r1073) mitraclip was implanted successfully. A ntw lot: 30427r2059 was then attempted to be implanted but was determined to be the wrong size so a xt (lot: 30928r1042) was implanted to complete the procedure, reducing mr to grade 3+. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported poor image resolution was associated to challenging imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.